Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during initial drain. Per the trouble shooting step it was identified there was an open clamp on the unused line. The technical service representative (tsr) advised the home patient (hp) air had entered setup. The tsr had the hp recycle the power and se 2367 alarmed. The tsr advised the hp would need to start over with new supplies. The tsr had the hp close clamps and transfer set, and recycle the power to press go to start. The tsr advised the hp to inform peritoneal dialysis registered nurse (pdrn) of system error 2240. The hp would start over with new supplies. The sample is unavailable for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient indicated there was an open clamp on the unused line. This complaint is confirmed because leaving a clamp open on an unused supply line is a use error that may cause a system error 2240 and contamination. Per the patient at-home guide, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.